Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. The battery pack would not work, because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that the monitor was displaying a message to change the battery pack despite the battery pack having three bars. Support had the pt download. The download revealed several "battery runtime expired" fault flags on one battery pack. Support sent a pt services rep (psr) to the pt to replace the battery pack.